Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset by technical support and successfully started their sensor session without further issues.